Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported fiber tip break and forward firing could not be confirmed as analysis did not identify any damages or defects on the returned fiber. Analysis found the total internal reflection (tir) surface was misaligned at the output window which is indicative of glue failure. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuous elevated temperatures can lead to fiber damage including glue failure. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body and fiber cap. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination noted the fiber metal cap exhibits severe debris adhesion on its surface, indicative of tissue contact. Analysis also found the tir surface was misaligned at the output window, indicative of glue failure. The glass cap also exhibited severe devitrification. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted confirmed that the aiming beam was visible at the fiber output window, as intended. Also, the hene test did not identify breakage along the fiber's length. The connector cone, segments and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted misalignment due to glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber tip became loose and started end firing due to the cap damage. The procedure was successfully completed with a second fiber without any clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber tip became loose and started end firing due to the cap damage. The procedure was successfully completed with a second fiber without any clinical consequences to the patient.